Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint. If additional information is received that alleges a product deficiency, the complaint will be re-opened and evaluated at that time.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient is indicated for shoulder revision surgery on an unknown date for unknown reasons. No revision has been scheduled to date. No further information has been provided.